Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was determined to have a missing keel tip. The outer tube of the scope has dents on the distal end and was replaced. The root cause for the reported failure was determined to have occurred during use/handing by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was report that there was a missing piece.

Event description:
It was report that there was a missing piece.